Event description:
It was reported that the left ventricular (lv) lead exhibited dislodgement and pulled back to the proximal coronary sinus (cs). The lv lead also showed loss of capture. The lead was revised and remains in use. No patient complications have been reported as a result of this event.